Manufacturer narrative:
Patient weight is unknown; however reported to be (B)(6). (B)(4) for the reported event of jaws bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2012. According to the complainant, after inserting the device into the scope for the first time, the jaws could not open. Subsequently, it was not possible to withdraw the device through the scope and it was removed from the patient along with the scope. The forceps was then cut to be removed from the scope, and the procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected prior to use and no anomalies were noted, however once the device was removed the jaws seemed bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6) 2012. According to the complainant, after inserting the device into the scope for the first time, the jaws could not open. Subsequently, it was not possible to withdraw the device through the scope and it was removed from the patient along with the scope. The forceps was then cut to be removed from the scope, and the procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected prior to use and no anomalies were noted, however once the device was removed the jaws seemed bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was not consistent with the complaint that the jaws were bent. However the condition of the returned incident device confirms the reported condition since the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Please note that the condition of clevis arms bent is not considered a reportable event. (B)(4).